Event description:
The physician was unable to remove the angioguard filter wire after a 5x20 aviator balloon was used. The physician noted there was an "exceptionally tight bend" just after deployment of the stent. The pt's vessels were tortuous. Per physician, the filter wire repeatedly got "hung up" on one of the stent's struts. The filter was eventually dislodged and removed; however, there was a small dissection in the vessel. Cv surgery was consulted and the pt required additional surgical intervention. Post operatively, the pt developed left sided weakness and an MRI showed some acuted infarct.

Manufacturer narrative:
The product is not available for analysis. Additional info will be submitted within thirty days upon receipt.